Manufacturer narrative:
Device received with cracked/broken off end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm due to cracked/broken off end cap. Device had loose/flushed drive support disk. The reservoir tube lip was partially broken off but the test reservoir locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.